Manufacturer narrative:
The role of drug-coated balloons in in-stent restenosis martin andrassy, sultan celik, joachim andrassy, michael k. Lichtenberg, marianne brodmann the journal of cardiovascular surgery 2017 august;58(4):501-7 doi: 10.23736/s0021-9509.17.09963-3. Date of publication of article. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The article explores the role of drug coated balloons in the treatment of in-stent restenosis. The article documents details of the in.pact sfa trial where the effects of pta were compared to dcb treatment within a patient cohort. It was reported that while tlr occurred in the dcb group, instances were lower than that in the group treated with pta.